Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was selected for a right atrial tachycardia procedure. It was reported that irrigation difficulties occurred. When ablation started unusually high temperatures were noted. When flushing the catheter originally the irrigation looked normal but after the first ablation it was noted that saline was not flowing into the catheter. The catheter was replaced with another intellanav mifi, with no patient complications being reported.

Manufacturer narrative:
The returned device was reported for catheter irrigation difficulties. Visual inspection of the returned device showed that it does not have any obvious visible defects except, there is dried saline in the luer, on the shaft and tip. During electrical testing of the device, the measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The pressure leak test returned values that were within an acceptable limits. 50w ablation was verified by using arhythmia hdx, maestro generator 4000, a metriq pump, and a tank of 21c saline solution. The device functioned normally through three 2-minute ablations. X-ray showed no obvious anomalies. The reported failure was not confirmed through analysis as the device passed all relevant testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was selected for a right atrial tachycardia procedure. It was reported that irrigation difficulties occurred. When ablation started unusually high temperatures were noted. When flushing the catheter originally the irrigation looked normal but after the first ablation it was noted that saline was not flowing into the catheter. The catheter was replaced with another intellanav mifi, with no patient complications being reported.